Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The analysis of the log files showed that during the procedure the image system (bild system rechner (bsr)) failed intermittently. The log files show abrupt stoppages without any further logging activity which would hint towards a possible hardware failure. It is identified from system-event-logs that the scsi bus driver detected a controller error and thus caused the bsr to shut down. When the bsr is not available the system enters "bypass fluoro" mode*. The customer performed a full system shutdown manually and rebooted which resolved the problem and full system functionality was restored. No parts had to be exchanged. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis ba system. During an emergency procedure, it was reported that the system switched off by itself resulting in a delay in procedure. The procedure was continued and completed on the imperfect system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.